Manufacturer narrative:
The customer was declined to accept the service offer. No further repair information was available. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the machine is getting shutdown automatically. There was no reported patient involvement.